Event description:
Additional information was provided stating that the radiation technician was pushing buttons on the pendant before the end of the exam transfer. This has been shown to cause errors with exam transfer. The cause of the issue was determined to be a use error.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been returned for product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the manufacturer representative did the spin with the navigation camera lined up with the imaging tracker and the patient tracker. The boxes were not green, so the representative backed out of the image acquisition and then re-entered image acquisition. This allowed the boxes to be green. The representative took the spin and then got an error message on the mobile viewing station stating that the navigation transfer failed and to manually transfer. The site was unaware that they could manually transfer and re-spun and the same thing happened. The surgeon decided to abort navigation and continue the surgery. There was no patient impact. There was less than an hour delay.